Event description:
Additional information was received as follows: the patient received an intervention where an endurant stent graft was placed and extended the proximal seal by approximately 8mm. Final angio was taken after ballooning and the type ia endoleak was resolved. The patient is doing fine after the intervention.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The proximal neck was 19-21 mm in diameter and the distal diameter is 13 mm. The left common iliac artery was 8-9-8 mm in diameter and the right common iliac artery was 8-9 mm in diameter. The right and left femoral arteries measured 5-6mm in diameter. It was reported that after the procedure, post angiogram observed a type ii endoleak due to a late blush of contrast in the run. A routine follow-up scan showed the type ii endoleak that was seen at the index procedure, is believed to be a proximal type I endoleak. The physician will monitor the patient and interrogate the stent graft both with angiography as well as ivus to help determine the cause of the endoleak. The physician plans on extending proximally about 5mm with a cuff and may choose to implant a palmaz stent if needed; however, the patient first needs to obtain cardiac clearance before intervention. The patient is not scheduled for a follow up stent placement to fix the leak as of yet. No clinical sequelae were reported and the patient is fine. Review of returned pre-implant ctas revealed that the patient¿s proximal neck was angulated approximately 75 degrees maximum r-l. The neck diameter just below the lowest left renal was 20x21mm. The right renal is approximately 1cm above the lower left renal artery. The maximum aaa diameter was 5cm and the sac contained significant thrombus. The distal aortic diameter was 17x18mm and was severely calcified. Both common iliac arteries measured 9mm in diameter and were moderately calcified. Films from 3-months post-implant revealed that the bifurcate was positioned just below the left renal artery, within the angulated neck. The aortic body was angulated 60deg r-l relative to the limbs. The proximal stent graft od is 20 x 22mm and there is approximately 1.5cm of neck length below the left renal. The ipsilateral limb was positioned within the right common iliac and the contralateral limb into the left common iliac artery. There is a likely proximal type I endoleak. The maximum aaa diameter measured 5.3cm. Within the distal aorta, the diameter across both limbs measured 16x23mm; however there little to no limb compression seen. Both limbs are patent. The cause of the likely proximal type I endoleak is uncertain. Images during the planned intervention to repair, the endoleak were not provided. It is possible that the angulated and short residual neck may have contributed.

Manufacturer narrative:
(B)(4).